Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a high anterior resection, the surgeons were about to staple the anastomosis with the eea28, but it is not possible to close the handle and therefore the instrument did not fire. The procedure was delayed for approximately one hour. The two ends were separated and a staple was sticking out from the rectal side, but not attached to the colon part. The surgeon resected both ends, and then stapled again. There was unanticipated tissue loss. The anastomosis leaked when checked, and could be sealed with sutures. The surgeon created a colostomy. The patient bled a little more than expected, the bleeding was reported as not related to the stapling, after restapling with a new device the area was oversewn. No reinforcement material was used. Last know patient status: stable. The patient was normal weight, born (B)(6). The patient was discharged on post-op day 4.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.